Event description:
The restenosis event that involves this product was previously reported under a related report with the mfg number 300374446-2006-00324, which indicated in its initial report that it represented notice of two products with the same catalog and lot number and for which clarification was pending. Add'l info did indicate that the catalog and lot number of the second product was different. Therefore, this new report is submitted to capture the new info. Add'l info received will be submitted within 30 days upon receipt. Furthemore, this is one of two products used in the same procedure that were submitted under the following mfg numbers 3003742446-2006-00324 and 3003742446-2006-00397. Ten months after treatment of a vessel with two cypher stents, restenosis occurred. This pt presented to cath for elective treatment in a staged procedure. Intraprocedure medications included plavix and thrombin inhibitors. First treated was an 80% de novo lesion in the 2nd diagonal (native vessel) of 15mm in length in an unk vessel diameter. The lesion was also described as having little to no calcification. Direct stenting was performed with a 2.5x18mm cypher stent at unk atm. Post-dilation was performed for unspecified reasons. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Treated next was an 80% de novo lesion in the 2nd diagonal (native vessel) of 15mm in length in a 2.5mm vessel diameter. There was little to no calcification. Direct stenting was performed with a 2.5x23mm followed by a 2.5x18mm unidentified stent, overlapping the first. However, the report from the site indicates the vessel was treated with two 2.5x23mm cypher stents. Clarification has been requested but has not been forthcoming as of this writing. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Post-procedure medications included aspirin, beta-blockers, statins and plavix.

Manufacturer narrative:
This product is not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.